Event description:
Procedure type: lower anterior resection. According to the reporter: the device was inserted from umbilici, 20cc air was infused. After 15 minutes, the balloon burst. The device was tested before use. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the pt cavity. No tissue was damaged. Operative time was not extended more than 30 minutes. No pt injury reported.

Manufacturer narrative:
(B)(4).